Event description:
Customer reported via phone call that her daughter experienced low blood glucose level. Customer's daughter was wearing the pump and it kept giving her insulin even when blood glucose was low. Customer's daughter's blood glucose value was 21 mg/dl at the time of the incident. The customer was assisted with troubleshooting for low blood glucose. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. It was unknown that the auto mode feature was active at time of low blood glucose event. The customer's daughter was in the emergency room and admitted into hospital as a result of low blood glucose. Customer alleged insulin pump was over delivering. The device will be returned for analysis. Update: customer was not hospitalized. Customer lost consciousness.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.